Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a right groin access approach during a procedure of the right coronary artery (rca) the otw trek and a balance middleweight universal ii guide wire were used in the procedure and after an unspecified inflation resistance was met during the retraction attempt and the devices were removed as a system. There was no reported adverse patient effect. It was noted that slight resistance was felt during advancing but the devices became stuck after inflation and could not be removed separately. The procedure was completed using a different guide wire and balloon without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The trek referenced is being filed under separate manufacturing report number.